Event description:
The customer reported to olympus via repair request that device had smoke marks inside and the device could not be started after a fire in the hospital not caused by the device. The device was not being used for a procedure at time of event. The facility completed procedures with a similar devices. No injury or death reported due to the event.

Manufacturer narrative:
The evaluation confirmed the reported issues. During the inspection, it was confirmed that external fire caused damage to all internal parts of the subject device, indicating that this device was beyond repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d4, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the smoke marks inside and that the device doesn¿t start due to it being damaged by an external fire. The specific root cause of the external fire could not be determined at this time. Olympus will continue to monitor field performance for this device.